Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the o2 sensor. The ventilator passed all the testing.

Event description:
It was reported that the ventilator oxygen (o2) sensor failed the calibration. The o2 percentage was low. The ventilator was not on a patient at the time of the event.